Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports an "electric shock" from their adc freestyle libre reader. Customer further reported that the reader was dropped in water. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Performed a visual inspection on the returned reader and observed it was partially de-cased. No evidence of electrical shock was observed. The reader was de-cased and a visual inspection was performed on the pcba (printed circuit board of assembly). Corrosion was observed. The reader was sent for further investigation. Performed a visual inspection on the reader and no damage or misuse was observed. Inspected the pcba of the reader and observed corrosion around component, crystal c1. No evidence of smoke, fire or electric shock was observed. The survey mentioned customer had dropped the reader in the water. Therefore, the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports an "electric shock" from their adc freestyle libre reader. Customer further reported that the reader was dropped in water. There was no report of death, serious injury, or mistreatment associated with this event.